Event description:
It was reported that while the patient was seen in clinic, it was determined that the existing artificial urinary sphincter (aus) would need to be explanted and replaced. During explant it was observed that the aus system had experienced complete fluid loss. The location and source of the fluid loss could not be determined. There were no patient complications reported.